Manufacturer narrative:
The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, two hours after applying the catheter, leakage was observed at the infusion line near the catheter. No patient injury was reported.